Manufacturer narrative:
(B)(4). (B)(4). The device was not returned to abbott vascular for investigation and it is therefore impossible to make an informed judgment as to the root cause of the complaint. Based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular per specs. Thrombus is indicated as one of the potential adverse effects in the graftmaster instructions for use. The pt required additional intervention to treat the thrombus, however, there was no reported indication of a device quality issue.

Event description:
Adverse event: thrombus requiring medical intervention. Onset of adverse event: during procedure. Device issue: none. It was reported that a mid right coronary artery (rca) perforation was caused by a non-abbott stent. Angiomax and integrelin were stopped when the perforation was noted. Three prolonged balloon inflations were performed in an attempt to treat the perforation. The graftmaster was then placed, successfully sealing the perforation. The physician went on to treat a different area distal to this site and after a few minutes noted a little bit of clot had formed proximal to the graftmaster. Ballooning was performed to treat this thrombus. No pt effects were reported. There is no additional event or pt info available.